Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
It was reported that, dressing edge was trapped in the primary package seal, due to which the edges of the product appear red, suspected to be contaminated. The product was not used by the patient. A photograph depicting the issue was received from complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d9: device available for evaluation has been selected as yes. H4: device manufacture date. H6: investigation results under imdrf cause investigation code, imdrf investigation. Findings, imdrf cause conclusions. H11: investigation summary. A batch record review was completed and no discrepancies were found. All seal integrity tests completed throughout the batch manufacture were satisfactory. Aquacel ag+ extra 4x20cm (1x10pk) ster eur was manufactured under system application product (sap) code 1708360 and manufacturing lot number: 3h00029 on 22 august 2023. Sap identifies the manufacture date as 23 august 2023, but the batch record confirms production began on 22 august 2023. Lot#: 3h00029 was sterilized under run ID: 2173-40278a and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot: 3h00029. This was the only complaint for the affected lot registered within database. Upon batch record review for this complaint, a corrective action / preventive actions (CAPA): 1927306 was raised following the batch record having missing information pertaining to a protocol. The batch was under planned deviation, relating to the use of newly validated lippke burst testers to be used instead of cobham burst testers due to the higher accuracy. The cobham burst testers are pre-populated in some batch records, so the deviation is in place to allow documentation of the newly validated lippke testers. Additionally, the batch was also under planned deviation which allowed burst test results to be recorded in the batch record outside (over) of the upper limit. This would also not impact the complaint as sachets with results over the upper limit would mean that the seal integrity is very good. Two photographs were received for this issue and have been evaluated in accordance with work instruction (wi). The photographs confirm the product, lot and expected complaint issue where a single sachet has a dressing and two smaller pieces of the dressing in the weld area. The edges of the dressing pieces in the weld area have a pinkish-brown coloration. The acceptable quality level (aql) from process instruction (pi) identify seal integrity as 0.40, with an accept 5 and reject 6 based upon a sample of 500 dressings and batch size of 42000 dressings. As only 1751 packs remain in dcs, it is likely over 500 dressings have been exhausted, and as only a single dressing has been reported for an open seal, this issue remains below aqls, so no CAPA was necessary to investigate this issue. Following review of the images, it was most likely that the additional pieces of dressing on top of the dressing in the sachet are most likely to have been caused by the fabric wrapping around the cutter, allowing the cutter to cut through the fabric forming two additional pieces of fabric at the seal. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.